Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon found some scratches on n2vac after tka final implantation during tka operation. Then he removed the insert right away and replace it to another.

Manufacturer narrative:
An event regarding damage of a scorpio nrg insert was reported. The event was not confirmed. Device evaluation and results: a visual inspection was performed by a mar engineer which observed minor scratches on the articulating surface and explantation damage. Dimensional inspection: not performed as reported event is not a dimensional issue. Functional inspection: not performed as reported event is not related to function of device. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the DHR confirmed that all parts passed all visual inspection steps. Complaint history review: there have been no other events for this lot. The exact cause of the event could not be confirmed. If further relevant information becomes available this investigation will be re-opened.

Event description:
It was reported that the surgeon found some scratches on (B)(4) after tka final implantation during tka operation. Then he removed the insert right away and replace it to another.